Event description:
Pt admitted for gunshot wound to chest. During post-op course in ICU, his ventilator malfunctioned and completely shut down. Pt was manually ventilated with bag until new ventilator was obtained. Oxygen sats remained at 99%. No complications to pt from this event.